Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred at the start of a routine hemodialysis treatment with visible air in the circuit. Rinseback was not performed due to the amount of the troubleshooting the alarm, resulting in an estimated blood loss of 45cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to unrecoverable air alarms and air in the blood circuit. The user's guide provides adequate instructions for troubleshooting air alarms. The disposable cartridge was not available for evaluation. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due inadequate vascular blood flow, air entering the system when making patient connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed alarm recovery and rinseback procedures with the operator. Nxstage medical considers this report closed. No additional information will be provided.